Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to myopotential oversensing was observed. Programming changes were made. No further information available.

Event description:
New information received: suggested programming changes were made and the oversensing was unable to be reproduced. Patient will continue to be monitored.